Manufacturer narrative:
The performance of the lead under complaint was scrutinized. The analysis of the lead revealed damaged insulation at the proximal part of the lead. In that area, the lead body was found squeezed and deformed. Furthermore, the coating of the conductor cables to the rv shock coil and ring electrode were found damaged. These damages can be considered as the root cause for the observed oversensing issues. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD can. In addition, a rubbed through insulation at the distal part of the lead was observed. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to abnormal mechanical stress in the implanted state. The interaction with the tricuspid valve should be taken into consideration. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Inappropriate shocks were reported. The implant date was not transmitted to us. This device has been explanted.